Event description:
It was reported that a small volume intermate had a particle floating in the solution. This was discovered after the device was filled with vancomycin (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between the dates of 10/29/2013 and 10/30/2013. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye, and a white particle, approximately 0.80 mm in size, was noted floating in the fluid of the reservoir. A fourier transform infrared spectroscopy scan was performed and identified the particle to be acrylic material. The cause of the issue could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.